Manufacturer narrative:
The mfg and inspection records for the reported lot number were reviewed and no issues were found. The trocar, cannula and the piece of plastic were received for eval. Scratches were observed throughout the shaft of the trocar but the tip appeared to be sharp with no visible damage. No damage to the cannula was observed. Assembly of the trocar and cannula was performed without difficulty. The piece of plastic appears to be of the same material as the hub of the cannula.

Event description:
It was reported that when the trocar and cannula were being assembled for a mild procedure, they did not slide and was very hard to push them together. The scrub tech completed the assembly of the trocar and cannula, and the physician introduced them into the pt's body and subsequently removed the trocar. The physician was not satisfied with the trajectory angle, and removed the cannula to reposition it. The scrub tech reported stiffness during reassembly of the trocar and the cannula. The scrub tech slid them together a few times until it was working. At this point the scrub tech observed a little piece of blue plastic on the tip of the trocar. The incident occurred outside the pt and there was no reported injury. The physician continued the case with a new product kit.